Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to customer's blood glucose. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.